Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, deflation: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.